Event description:
When placing the tips in the pencil sometimes there would be a little shock, then approx on 8/12, the pencil was layed down on the table and sparks came out of the tip end. There was no pt injury.